Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient was experiencing pain at the implant area. The patient went to emergency room and was told that it appeared that the patient had an infection and was prescribed with antibiotics. It was noted that the area around the implant is red, warm and discolored. The patient met with his physician four days after and was told the patient does not have an infection. The physician does not think the patients pain was coming from the ipg. Nerve block was prescribed to help with the pain. It was noted that the ipg was not in a good location because it was over the patient's ribs. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the pocket site was relocated and the ipg was replaced. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient was experiencing pain at the implant area. The patient went to emergency room and was told that it appeared that the patient had an infection and was prescribed with antibiotics. It was noted that the area around the implant is red, warm and discolored. The patient met with his physician four days after and was told the patient does not have an infection. The physician does not think the patients pain was coming from the ipg. Nerve block was prescribed to help with the pain. It was noted that the ipg was not in a good location because it was over the patients ribs. The patient will undergo a pocket revision procedure.